Event description:
A report was received that the patient was having an excessive scar tissue and experiencing pain around the ipg site. The patient underwent a pocket revision procedure. The patient was reportedly doing well post operatively.